Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ingredient was leaking into the fluid path from port #2 from an em2400 valve set ¿when pumping other ingredients¿. This was identified during compounding in the pharmacy. As a result, the customer swapped to another valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 9, 2021 - november 10, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.